Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection is a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was urgently admitted to the hospital on (B)(6) 2015 to undergo surgical intervention for his cardiothoracic diagnosis of lvad driveline infection. The patient was taken to the operating room and I and d of driveline with wound vac placement was performed. Overall, the patient tolerated the procedure well without significant difficulty or evident complication, and was transferred to the pacu to recover. Infectious disease was consulted for post-operative antibiotic recommendations given positive cultures for staph epidermidis. A PICC line was placed for home abx. Given heparin-induced thrombocytopenia (hit) positive history, he was bridged with bivalirudin as coumadin was restarted. Monitoring lines and surgical tubes and drains were discontinued without complication. The patient had no postoperative arrhythmias. Rhythm at the time of discharge was normal sinus rhythm. Activity and diet were advanced as tolerated. Discharge planning was initiated and by the time of discharge, the patient was ambulating independently. All surgical incisions were healing well. Once follow-up arrangements were confirmed, the patient was felt suitable for discharge to home on postoperative day (B)(6) 2015. No additional information available.

Manufacturer narrative:
Driveline cable (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.